Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported on 1825034-2016-02507.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 7 mdrs filed for the same patient (reference 3002806535-2016-00531 / 00533 & 1825034-2016-02451 & 02505 / 02507).

Event description:
It was reported the patient experienced an infection approximately four days post-implantation of left total hip arthroplasty.